Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump was incorrectly going into threshold suspend. Customer also returned that multiple low alerts were returned. Blood glucose level was 211 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Inspected one opened/used enlite sensor and performed bicarbonate buffer test. Sensor failed per specification due to high readings.